Manufacturer narrative:
(B)(4). The analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when preparing to assembly the reload; when the nurse was pulling the plastic red cap, they found the staplers spring up. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.